Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken bag, as the specimen bag was returned with a perforation at the distal portion of the bag. Based on the condition of the returned unit and the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force exerted on the distal portion of the bag. The instructions for use (IFU) states, "if the bag and contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: the surgeon was removing the capsule of a dermoid cyst through a working suprapubic port. The surgeon had unrolled the bag and did not open the bag up by placing a blunt instrument inside. Once the bag was in situ the surgeon took a few attempts to get the specimen inside due to the angle of the bags deployment, once inside, the bag was closed and the retrieval system was removed with the bag being left in the abdomen, the balloon of the trocar was deflated and the bag was removed without utilizing the guide bead with a circular motion and the incision was not increased. The bag was pulled directly upwards, and the bag broke with the specimen being left inside. The specimen was removed by another cd003 using a different working port for bag deployment, the stick was removed, along with the trocar, this time the removal was slower however the incision was still no increased as the bag was removed with the specimen inside and the integrity of the bag remained. No clinical impact. Additional information received from applied medical rep. Via email on 20mar2025: yes, there was spillage, the dermoid cyst capsule fully exited the bag. I believe the break was at the distal end of the bag tip, though I can't be entirely certain. The bag is being sent back to headquarters, so the exact location of the break will be properly identified. The bag didn't break into pieces. Intervention: an additional cd003 was used and the specimen was removed without the incision being increased in size. Patient status: the patient was not injured during the associated complaint and patient status was normal.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: the surgeon was removing the capsule of a dermoid cyst through a working suprapubic port. The surgeon had unrolled the bag and did not open the bag up by placing a blunt instrument inside. Once the bag was in situ the surgeon took a few attempts to get the specimen inside due to the angle of the bags deployment, once inside, the bag was closed and the retrieval system was removed with the bag being left in the abdomen, the balloon of the trocar was deflated and the bag was removed without utilizing the guide bead with a circular motion and the incision was not increased. The bag was pulled directly upwards, and the bag broke with the specimen being left inside. The specimen was removed by another cd003 using a different working port for bag deployment, the stick was removed, along with the trocar, this time the removal was slower however the incision was still no increased as the bag was removed with the specimen inside and the integrity of the bag remained. No clinical impact. Additional information received from applied medical rep. Via email on 20mar25: yes, there was spillage, the dermoid cyst capsule fully exited the bag. I believe the break was at the distal end of the bag tip, though I can¿t be entirely certain. The bag is being sent back to headquarters, so the exact location of the break will be properly identified. The bag didn't break into pieces. Intervention: an additional cd003 was used and the specimen was removed without the incision being increased in size. Patient status: the patient was not injured during the associated complaint and patient status was normal

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.